Event description:
A consumer reported that their diamondclean smart toothbrush charger burned. No injury was reported. Minor property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. E1: the consumer contact information, mailing address, phone number were not provided. G3: the complaint was received from a consumer in china. Product was not returned to confirm a malfunction has occurred.